Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due data privacy. A2: age & date of birth: requested, not provided due data privacy. A3a: sex: requested, not provided due data privacy. A4: weight: requested, not provided due data privacy. A5: ethnicity: requested, not provided due data privacy. A6: race: requested, not provided due data privacy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead mtr. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information: the sheath of the angio-seal was used per the instructions for use (IFU); however, the anchor was stuck in the introducer sheath. They changed to manual compression, and the patient was okay, no injuries. There were no significant blood loss or limitations.